Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that the a programming error lead to the over infusion. A d5 infusion was running at a rate of 100ml/hour or 125ml/hour. It was noted that the nurse went to change the volume to be infused (vtbi) from 1000ml 900ml. Instead of the vtbi changed, the nurse change the infusion rate to 900ml/hour which resulted in an over infusion of d5. Although requested, additional information was not provided.